Manufacturer narrative:
Our quality engineer inspected the photos and 55 samples submitted for evaluation. The reported issues of needle disengagement difficult and adapter/ connector defective/ damaged were not confirmed upon inspection of the samples. Analysis of the samples showed no damage or defects. Samples were able to be fully retracted and the cannula outer diameter was measured and found within specification. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port adapter / connector defective / damaged during use, the needle cone cannot be retrieved. The number of affected products is (b)($).. Samples can be returned, and photos are available. No claim is necessary, but the return and exchange process must be followed. A complaint response letter and complaint receipt letter are required. It has been confirmed with the escalation that the affected number is 60 the faults are: 1. Screw on the heparin cap and the individual indwelling needle will crack 2. Unable to withdraw the needle core.